Event description:
The customer reported approximately one (1) milliliter of faint red fluid leaked out of the front right side of the instrument involving the coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) confirmed the fluid leak and replaced solenoid #34 and tubing #204 to the blood sampling valve (bsv). The instrument conformed to the manufacturer's published performance specifications. (B)(4).